Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-20: additional information was received from the manufacturer representative that the cause of the high impedances and increased charging frequency was unknown. The rep made group changes away from the electrode impedance. The issue was resolved. (B)(6) 2025: the patient reported a lead was not working at this time (referring to impedance issue). They met with a representative, and the issue resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient would put it on at the same time every day and it would be at approximately 40% and sometimes 50% but it was almost always at 40%. The day before yesterday it was at 20% and now last night it was 10% the patient had not increased the stimulation lately, but confirmed they had about 2 weeks ago. Patient was still feeling good stimulation and everything was still working the same. When recharging the implant it took the patient about 20 to 30 minutes to get to 100%. Pt will monitor the issue and log the issue as needed. The pt will follow up with their managing hcp as needed. No symptoms were reported. The patient (pt) called back stating already documented events about how they had to charge their ins more frequently. Manufacturer representative (rep) reported that patient has had to charge more frequently for approximately the past 2 weeks. Caller did an impedance check and found contact 2 had a red x and showed >40k ohms. Caller wondered if that could affect battery depletion. Agent reviewed pertinent information. Caller said they switched the patient's group so they weren't utilizing contact 2 (went from group a at night time to group b). Caller said patient uses group e for daytime and will continue with that as it does not utilize contact 2. Caller said they confirmed patient did not have a recent fall that could have contributed to contact being out. Caller said they planned to have patient call them with an update on thursday. While on the call, caller tried to download report, but when they attempted to do so, they got a message that indicated it could not perform the task and instructed to contact it. Agent suggested discussing this issue with hcit. Caller then accidentally deleted the report. Caller said they would try to get another report next time they see the patient. Agent emailed caller with case number and suggested they reply to the email once they get an update on thursday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.